Manufacturer narrative:
The product was sent to the vendor for evaluation. The vendor evaluation showed there were signs of damage including areas on the needle shaft which showed signs of severe material removal or discoloration which occurred after shipment for the vendor. Areas of damage included the area immediately behind the fracture point on the broken needle. The tip of the needle could have been damaged or weakened during the field installation process or by some other misuse in the field which is unknown to the vendor. Each phaco tip that is produced by the vendor receives 100% visual inspection under 10x microscope just prior to packaging for visual conformity. The damage seen on this phaco tip is not indicative of the vendor''s medical manufacturing or packaging process. The vendor''s device history review revealed no issues found that could be related to this complaint. The vendor evaluations root cause is inconclusive as to why the needle broke. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The evaluation was completed. A purple needle tip was returned in a small plastic bag without the original packaging. The part number and lot number for the needle cannot be verified. However, it does have the appearance of the bl3318a needle. The needle tip is broken off and lying loose in the bag. The edges are jagged at the area of the break. The corners on the hubs of the needle are also damaged with rounded corners and marring. It cannot be determined how this tip was handled or how many times it has been used. The root cause of the broken tip cannot be determined. The vendor evaluation results are pending. This investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis, and directions for use were reviewed and were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
The device was discarded by the user facility. The investigation is ongoing. See additional reports 0001920664-2019-00232, 0001920664-2019-00237, 0001920664-2019-00238, 0001920664-2019-00239.

Event description:
The user facility reported that five phaco tips were broken during surgeries. The tips were left in the anterior chambers, but all the tips were removed and the surgeries were completed without any patient injury. The tips were used between 5 times to 7 times.